Event description:
It was reported that the right ventricular lead exhibited high pacing threshold. It was noted that during a recent valve replacement procedure, the lead was cut. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Upon review, the right ventricular lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction or caused a serious event. Elective replacement is non-complaint. Lead was removed due to a valve replacement.